Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to out-of-range pace impedance measurements. There has also been an increase in rv threshold measurements since november 2021 and myopotential noise observed in unipolar sensing. The device was reprogrammed to unipolar pace/bipolar sense, and the lead will be monitored at this point. A x-ray was also provided to technical services (ts) for comment. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to out-of-range pace impedance measurements. There has also been an increase in rv threshold measurements since november 2021 and myopotential noise observed in unipolar sensing. The device was reprogrammed to unipolar pace/bipolar sense, and the lead will be monitored at this point. A x-ray was also provided to technical services (ts) for comment. No adverse patient effects were reported. Additional information received indicates ts reviewed available device data and noted that both the gradual rise in rv impedance and the x-ray are not consistent with a fracture and are more likely associated with patient factors such as calcification and/or mineralization at the lead tip/tissue interface. As such, ts agrees with the decision to continue routine monitoring of the rv lead.